Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited incorrect measurement. Programming changes were made. The patient was in stable condition.